Event description:
Treatment of an avm. It was reported the avm was treated with onyx through the ultraflow catheter with approximately 1.5-2cm of onyx reflux. Upon catheter removal, the physician notice higher force required and stopped. Another attempt was made which was not possible as the patient experienced vasospasm and the patient was administered nimotop. A microsnare was used to support pull backed the catheter. It was reported the catheter broke off 20cm from the distal tip. The broken segment remained in the patient. It was reported the patient had a bleed on the night of the procedure and another bleed on the following day. Two days after, the patient expired. Same event as MDR # 2029214-2010-00067.

Manufacturer narrative:
The devices will not be returned for evaluation as they were consumed in the event. Models and lot numbers of the onyx involved: model # 105-7000-065, lot # 8119128, dom: 11/16/2009, expiration: 11/01/2012. (B) (4)